Manufacturer narrative:
The ticket search by lots indicates that the reagent lot performs as expected for this product. No related adverse trends were identified. Labeling review concludes that the issue is adequately addressed. Historical performance in the field of reagent lot using worldwide data was evaluated. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. A review in the corrective and preventive actions system did not identify any related nonconformances or deviations associated with the likely cause lot number and complaint issue. No product deficiency was identified.g.1 updated contact name, address, email, phone, fax.

Event description:
The account observed false depressed architect tsh result for a patient compared to roche method. The patient ((B)(6) old female, asian) had no symptoms related to hyperthyroidism, not taking medication and not pregnant. On (B)(6) 2021, sid (B)(6) generated architect tsh of 0.07 uiu/ml (reference range of 0.35-4.94 uiu/ml) but roche method of 0.434 uiu/ml (reference range of 0.27-4.2 uiu/ml). Additional patient testing data provided: abbott ft3 of 4.31 pmol/l (reference range of 2.43-6.01 pmol/l) but roche method of 4.78 pmol/l (reference range of 3.1-6.8 pmol/l). Abbott ft4 of 16.61 pmol/l (reference range of 9.01-19.05 pmol/l) but roche method of 24.6 pmol/l (reference range of 12-22 pmol/l). No impact to patient management was reported.

Manufacturer narrative:
Patient identifier does not contain enough character spaces, the entire ID is (B)(6). (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.